Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: a phone call to technical services on (B)(6) 2016 in which it was reported there was high out of range pacing impedances on the ra lead of greater than 2000 ohms along with oversensing of the mv signal on the rv channel. Patients mv sensor was programmed off. No syncope. Mv chop was seen in rv channel. Turning mv sensor off fixed the issue. Patient is now programmed to dddr.